Event description:
A malfunction was reported involving a cracked or shattered touchscreen on a pump, rendering the touchscreen unresponsive and preventing customer interaction. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump, and the customer was instructed to use multiple daily injections as a backup to ensure uninterrupted insulin delivery. The customer was also guided on how to put the pump into storage mode before returning it via a prepaid label within the designated timeframe.